Event description:
Info received indicates pump experienced error code 36.

Manufacturer narrative:
Investigation found pump experienced error code 36. New software was installed. Ref recall # z-1867-2011.